Event description:
It was reported that during use with 10 bd vacutainer® flashback blood collection needles, the IV shields were loose. The following information was provided by the initial reporter, translated from chinese: on the afternoon of (B)(6) 2023, during a visit to the outpatient blood collection room, the head nurse reported that the batch of intravenous blood collection needles in the morning had all dropped and tripped, and there was even a window where five needles had dropped in the morning.

Manufacturer narrative:
H.6. Investigation summary: this complaint is unable to be confirmed. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose IV shield with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode loose IV shield. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with 10 bd vacutainer® flashback blood collection needles, the IV shields were loose. The following information was provided by the initial reporter, translated from chinese: on the afternoon of (B)(6) 2023, during a visit to the outpatient blood collection room, the head nurse reported that the batch of intravenous blood collection needles in the morning had all dropped and tripped, and there was even a window where five needles had dropped in the morning.